Event description:
Pt's meter had missing segments. Pt had been having menstrual symptoms, frequent urination, and vomiting. They had obtained a "119 mg/dl" or possibly a "130 mg/dl" on their meter (time unk). They had re-tested and obtained a "35 mg/dl" (time unk). Family member had decided to take them to ER. It is unk if the pt had taken any diabetes medication based on the meter readings before going to the ER. Family memeber explained that they were given two bags of fluid through an IV, fed, and released the same day. No blood glucose reading from the ER was provided. The time difference between the readings was half an hour. Family member also reported that at an unk date or time a blood glucose reading of "343 mg/dl" was obtained on the physician's meter. It is unk how the "343 mg/dl" reading is related to when the pt was taken to the ER. The customer service rep replaced the meter after an unresolved missing segments display issue. The medical affairs specialist mailed a letter after several unsuccessful phone call attempts.